Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information revealed the sepsis was due to pneumonia, not the implanted system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away due to sepsis. It was noted that the patient had plasmocytoma.